Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately eleven (11) years and three (3) months, was explanted aortic stenosis secondary to calcification. The explanted device was replaced with another 25mm bioprosthetic valve. Patient is reported as stable. The device was not returned as it was discarded.

Manufacturer narrative:
The reported device was not returned to manufacturer as it was discarded at hospital. Without return of the explanted device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.